Event description:
A health care professional reported that during surgery the front haptic came out stretched and partially twisted. This resulted in a ruptured capsule. The surgery was completed on the same day. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.5, d.6.a., and d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and it states that the surgery could be completed without any further impairment for the patient. Final outcome of the patient reported as everything was normal.